Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 3- prong homechoice cassette was leaking. The leak occurred where the lines connect to the cassette. The patient could not identify if there was a specific line that leaked. This occurred when the patient was connected before peritoneal dialysis therapy was started. The patient discarded supplies and started over with all new supplies. No other damage to the cassettes was observed. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.